Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed unexpected restart, external error, and displayable history check failed on startup. The insulin pump was stored for an extended period of time. Customer's blood glucose level was not reported. She discontinued the use of the insulin pump. The device was not returned.